Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cup o 50 - ref. 01.26.45.0050 / lot 131269 (100 cups produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Ninety two cups belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidences that the event is device related but seems likely due to a surgical mistake during the primary surgery.